Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found within specification in relation to the reported failed flow rate test which was not reproduced the device passed flow rate testing at multiple flow rates. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate testing during preventative maintenance. There was no patient involvement. No additional information is available.